Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure on (B)(6), 2010. According to the complainant, during the procedure, the pad fault light turned on. The physician checked the grounding pad connections and contact to the patient and everything appeared to be in order. When they reset the system, the audible pad fault alarm went off, but not the light. The unit was again reset and the same issue occurred. The unit was removed from the or. It is unknown how the procedure was completed. The complainant was able to confirm that there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Following the procedure, the faulty unit was tested and it was confirmed that the pad fault alarm circuitry was malfunctioning.